Event description:
The customer's mother reported that the insulin pump was stuck on the fill tubing screen. The blood glucose level was 190 mg/dl. In troubleshooting, the customer held down the act button and there were a series of beeps and then the numbers appeared on the screen. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump received with minor scratches on display window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.